Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with complications') and premature delivery ('premature delivery') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). Essure (ess205) treatment was not changed. At the time of the report, the pregnancy with contraceptive device and premature delivery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure (ess205). The reporter commented: patient experience another pregnancy episode in (B)(6) 2018 which captured under case (B)(4) date(s) of insertion: (B)(6) 2015 (as per pfs discrepancy noted) . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with complications') and premature delivery ('premature delivery') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) of 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). Essure (ess205) treatment was not changed. At the time of the report, the pregnancy with contraceptive device and premature delivery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure (ess205). The reporter commented: patient experience another pregnancy episode in (B)(6) of 2018 which captured under case (B)(4). Date(s) of insertion: (B)(6) of 2015 (as per pfs discrepancy noted) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.